Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examination confirm a complete separation of the surecuff/ heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for eval. At this time the mechanism of damage is undetermined. A lot history record review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
It is reported that the pt implanted a catheter in (B)(6) 2012. Successful hemodialysis 4 month. (B)(6) 2012, the catheter out of the body. The cuff still in pt's body. The doctor had to extract the catheter.